Event description:
Event 1: [redacted date] baxter model 35700009. Location: micu lot & serial: (B)(6). At around 1930 pt was panicking and agitated. Titrated up on fent and gave bolus with no effect. Went up on propofol with fent to sedate pt. This was a pt that never needed high sedation and went from 10 of prop to 25 in a short period of time. Since fent was increased, I tapped the lock box case to shake the bottle and told myself I have a few hours and it looks to be half full. Before 2300, I went to switch the bottle and discovered that it appeared to be full and that label from 0740 was still attached to the bottle. I was confused and asked everyone in the unit if they switched bottles. No one stated that they did. [Redacted name] (charge) was asked to assess the lines and witness me taking them down per request of [redacted name] (osce). I put the pump and IV tubing in the charge office. Pharmacist [redacted name] took fentanyl for testing. It is possible that the bottle wasn't half full at start of shift when a I looked at it since it was covered with a label. Coincidently bottle was supposed to be half full at start of shift and pt agitation could have been delayed till my shift due to slow metabolism regarding fentanyl. Event 2: [redacted date] baxter model 35700009. Location: labor & delivery asset (B)(6) pitocin not infusing from 2055-100, although pump still "running". Stopcock was closed, but IV pump didn't alarm. Had to stop pitocin and start over. Event 3: [redacted date] baxter model 35700009. Location: cardio ICU giving IV potassium 20meq in 100ml x2. The pump was correctly programmed both times, and gtts were visible, however only 1/2 of the infusion was given over the 1-hour timeframe. Manufacturer response for IV pump, IV pump (per site reporter). Ongoing issue.